Event description:
Pt underwent left sigmoid colectomy, lower anterior resection 10/94. Had port inserted for chemo 1/11/95. Was admitted to hosp 4/5/95 because catheter came unattached from the reservoir. She was admitted for removal of both the reservoir and the catheter. Will have reinsertion of a new device in a few weeks.